Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery on (B)(6) 2020 due to dismantling. Surgeon explanted ø36/+3 standard humeral cup and ø36 centered glenosphere w/ screw and he implanted new identical product. Primary surgery on (B)(6) 2019.